Event description:
Caller reported a cartridge alarm related to their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, informing the caller about the effect on insulin on board. The bolus completed successfully, and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.